Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a fracture, noise, high impedance and decrease in r-waves were observed. The lead was capped.